Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the biopsy guide was found to be damaged. It was reported that the depth stop on the kit was damaged. The dept stop was found to be damaged when opening the kit.

Manufacturer narrative:
The instrument was returned for analysis. Functional testing determined that the instrument was damaged causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: it was reported that a patient was in the or at the time of the event. However the product never came in contact with the patient so the demographics were not provided. The issue was resolved by opening another instrument.

Manufacturer narrative:
Additional information/correction: a system checkout was documented and showed that the system was performing as intended. If information is provided in the future, a supplemental report will be issued.